Manufacturer narrative:
Add'l info has been requested. No investigation could be performed, no conclusion could be drawn as no device was returned. Synthes is unable to determine the manufacture date without a lot number.

Event description:
Attorney advised the plate was implanted and was noted as broken during a post-operative ER visit. The healing was suspect. Patient was revised.